Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 pacemaker (B)(6) 2008; 5076-45 implantable pacing lead (B)(6) 2008; 3889-28 interstim urinary mgu lead (B)(6) 2009; 3058 I nterstim urinary mgu ipg (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a right ventricular lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a right ventricular lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the lead was returned in segments, analyzed and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.